Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture/rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast reconstruction with 400cc siltex unknown mentor gel implants experienced bilateral ruptures and bilateral baker grade iii/IV capsular contracture post procedure. There was pain and hardness associated with the capsular contractures. The patient underwent surgery roughly 10 years post implantation to have the devices moved to a subglandular position. The capsular contractures developed several years after this procedure. As a result, bilateral prosthesis replacement with 470cc mentor memorygel xtra breast implants was performed on (B)(6) 2023. The replacement implants were reported in a subsequent under 1645337-2023-10747. See 1645337-2023-11115 for contralateral prosthesis report.